Event description:
The patient was implanted on and was sent home the same day. The patient had gone off his blood thinning medications earlier that week, prior to surgery. His cardiologist instructed him to resume his blood thinning medication 2 days after the implant procedure. The next day he woke up and had developed a hematoma at the site of the stimulation lead. The patient was admitted to the hospital for the hematoma and the blood thinners were discontinued for 72 hrs and he was prescribed antibiotics. The hematoma looked much better the following morning and the patient was discharged. The patient was brought back in about 2 weeks later and was doing well.